Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained high rate episodes and sensing integrity counter (sic). In addition, t-wave oversensing (twos) was noted on the current electrogram. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.